Manufacturer narrative:
Device not returned. Additional manufacturer narrative: the device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance. On (B)(6) 2011, operative report was provided. The valve was sent to pathology. Pathology report was provided. Unknown if device will be returned.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for sterilized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint". The information reported may or may not be related to the edwards device. In this case, information was received that a valve was explanted at implant. On (B)(6) 2011, a response was received from the surgeon stating that the device was explanted at implant due to "moderate transvalvular regurgitation." Per the operative report: avr with a 23mm edwards magna ease pericardial tissue valve. Easy separation from cpb. However, post-op tee revealed moderate transvalvular ai, and normal motion of cusps. Therefore, the valve was examined, and no structural abnormalities were found. All the sutures were fine. The valve was well-seated. A decision was made to replace the tissue valve with another 23mm magna ease tissue valve. No complications. Easy separation from cpb.